Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 30 may 2019 arjo was informed about the radius arm detachment on enterprise 8000x medical bed, which occurred in the(B)(6) hospital in australia. This bed was not used with the patient (during bed preparation process), when the malfunction was observed and no injury was reported. Nevertheless, it was decided to report this complaint as the claimed malfunction (the radius arm detachment) may lead to the bed's collapse and hazardous situation when the patient would be placed on the bed. The involved bed was manufactured on 27 jun 2017. This device has undergone the internal inspection at the manufacturer side before being placed on the market. The results of the inspection were documented in the device history record. This file has been reviewed and no anomaly was found that would affect the bed's stability. The review of post-market surveillance data and investigation carried out in terms of radius arm detachment revealed that the radius arm would not detach when the bed is handled in accordance with the instruction for use. The simulations showed that two potential situations can lead to this malfunction. The first one when the backrest is locked with the obstacle e.g. Windowsill (in the position of 45 degrees) and pushed till the actuator limit, then the bed is gently pulled by the foot section of the bed leading to the radius arm detachment. And the second one when the obstacle is put between the base frame and radius arm. Findings of this investigation allow concluding that the radius arm would not detach when the bed is handled in accordance with the instruction for use. The instructions for use dedicated to the enterprise 8000x bed (746-585-UK rev. 07) includes information and warnings, which are mandatory for the safe and effective use of the bed, including the safety of patients and caregivers. It is indicated that: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement". If this warning is followed, there is no risk regarding the radius arm detachment- as evidenced by the test results. The above-described simulation is in line with the sequence of the events which happened in the facility. During investigation process, it was confirmed that the radius arm detached when the bed was blocked by the windowsill. To sum up, the enterprise 8000x bed was not used with the patient when the radius arm dislodged from the bed's frame, however this device was involved in the reported malfunction. During the evaluation, this malfunction was confirmed, therefore it can be stated that the bed did not meet the manufacturer's specification. The investigation carried out at the manufacturer site allowed to determine that the radius arm detachment can occur when the bed is handled not in accordance with the instruction for use. Although no adverse events occurred, the complaint decided to be reportable due to malfunction - the radius arm detachment which may lead to the bed's collapse and hazardous situation when the patient would be placed on the bed.

Event description:
On (B)(6) 2019 arjo was informed about the radius arm detachment on enterprise 8000x medical bed, which occurred in the (B)(6) hospital in (B)(6). This bed was not used with the patient (during bed preparation process), when the malfunction was observed and no injury was reported. Nevertheless, it was decided to report this complaint as the claimed malfunction (the radius arm detachment) may lead to the bed's collapse and hazardous situation when the patient would be placed on the bed. The involved bed was manufactured on 27 jun 2017. This device has undergone the internal inspection at the manufacturer side before being placed on the market. The results of the inspection were documented in the device history record. This file has been reviewed and no anomaly was found that would affect the bed's stability.